Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case and missing reservoir tube o-ring. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated they had a piece of the casing missing. Customer also reported part of the reservoir rim was broken off. Customer's blood glucose was around 400 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.